Event description:
See MFR # 3007566237201010563. The neurostimulator (ins) came up with the end of service message after being implanted for only a few weeks. The impedance measurements were out of range: some high and low readings. The pt did experience clinical benefit from the ins before it switch off. The ins was replaced and returned to the MFR company. Add'l info has been requested.

Manufacturer narrative:
(B)(4).